Event description:
Initial calcium result for a pt blood sample was 8.3 mg/dl. When retested, the result was 9.7 mg/dl. The field service representative repaired the instrument by cleaning and lubricating a bypass valve that was stuck open.